Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted; give date: unknown/not provided. (B)(4). Attempt have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported of an upcoming intraocular lens (iol) exchange of a model zxr00 12.5 diopter due to patient having difficulty with halos and glares. Reportedly, the lens was explanted on (B)(6) 2019 as it had been scheduled, and a replacement lens, model zct400 12.5 diopter was used. It was indicated that the explanted lens has been returned for evaluation. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 10/10/2019. Device evaluation: the complaint product was returned for evaluation in a plastic bag. Visual inspection at microscope magnification was performed and lubricant material residue and loose particles can be observed on the lens surface. The lens was cut into pieces which could be related to the explant process. Due to the condition in which the sample was returned, the reported issues could not be verified, and a product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and no discrepancy and/or deviation were found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search in complaint system revealed no additional investigation request for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.